Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's grandson reported that the patient was "not feeling well" that the patient's heart rate was not "synched up to [the patient's] heart." The patient indicated that their pulse rate has been very erratic fluctuating between 40-115 beats per minute and occurring when the patient is sitting. The patient indicated being taken to the hospital in an ambulance and the physician's told him the device "is not synchronized to [the patient's] heart." The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.